Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high, out of range pacing impedance (greater than 3,000 ohms). No adverse patient effects were reported. The lead is expected to be returned for analysis.